Event description:
Facility reported a patient with cloudy fluid. Nursing staff could not get the peritonitis to clear up. Patient's white blood cell count was elevated. Patient is in the hospital. Samples are available from the nurse. Professional services specialist tried calling the home training nurse for additional info and left voice mail messages on 3/19/, 3/20 and 3/23. Regional sales manager left message for the rn on 3/23 to call the professional services specialist. 3/24/98 spoke with the rn, hospitalization was to change patient over to a different product. Cultures from the patient and from the fluid were all negative. Patient had been on vancomycin in february. Patient is home and is doing fine at this time.